Manufacturer narrative:
An event of malposition of device (incorrect implant depth), ischemia, and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the final implant depth was 7mm from the non-coronary cusp to the ventricular end of frame and 3mm from the left coronary cusp to the ventricular frame. There was no calcification extending beneath the aortic annular plane in the interventricular septum. It was then noted during post-implant electrocardiogram that the patient developed a right bundle branch block possibly due to ischemia. There was no intervention performed/required and there was no prolonged hospitalization stay for rhythm monitoring. The patient status was reported as discharged. Based on the information received, the root cause of the reported incident appears to be related to procedural condition.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm navitor valve was successfully implanted in a patient. The patient's baseline rhythm was sinus rhythm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. It was reported the patient remained hemodynamically stable throughout the implant procedure and there was no clinically significant delay reported. The final implant depth was 7mm from the non-coronary cusp to the ventricular end of frame and 3mm from the left coronary cusp to the ventricular frame. It was then noted during post-implant electrocardiogram that the patient developed a right bundle branch block possibly due to ischemia. There was no intervention performed/required and there was no prolonged hospitalization stay for rhythm monitoring. The patient status was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6) it was reported that on (B)(6) 2023, a 25mm navitor valve was successfully implanted in a patient. The patient's baseline rhythm was sinus rhythm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. It was reported the patient remained hemodynamically stable throughout the implant procedure and there was no clinically significant delay reported. The final implant depth was 7mm from the non-coronary cusp to the ventricular end of frame and 3mm from the left coronary cusp to the ventricular frame. It was then noted during post-implant electrocardiogram that the patient developed a right bundle branch block possibly due to ischemia. There was no intervention performed/required and there was no prolonged hospitalization stay for rhythm monitoring. The patient status was reported as discharged.